Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device intermittently cycles through displays. There's a possible stuck key on the keypad. The unit will occasionally monitor patients, but not for very long before cycling through the displays. No known impact or consequence to patient.